Manufacturer narrative:
The initial reporter could not be provided due to (B)(6) privacy regulations. Device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The service personnel (sp) inspected the ventilator and replaced the pressure solenoid printed circuit board (pcb). The ventilator was stored in sales office as a rental. The pressure solenoid pcb was returned to medtronic for further evaluation. Visual inspection noted that there were no anomalies observed. Functional testing found device failed power on self test post. A review of the system logs showed relevant error codes. It was reported that during maintenance, the 760 ventilator failed post. The reported issue was confirmed. The most likely cause was isolated to components u31 and u44 on the pressure solenoid pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance, the 760 ventilator failed the power on self test (post). The ventilator was not in use on a patient at the time of the reported event.